Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism and death" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications. We will continue to monitor for similar events.

Manufacturer narrative:
Manufacturer ref# (B)(4). William cook europe initially reported event under MFR report # 3002808486-2017-00436. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). PMA/510(k)#: k032426. The event is currently under investigation. A supplemental report will be provided upon completion.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015. It is alleged the patient experienced an pe with no further details. It was reported that the patient expired.